Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: during investigation, the original complaint was unable to be duplicated. There was a cs 052 and cs 054 observed in the alarm history. The pump was opened and there was evidence of moisture corrosion found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.